Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture unknown baker grade, and rupture. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported rupture and capsular contracture, baker grade unknown. The side is unknown. The status of the device is unknown.